Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an scd pump. The customer states the power cable was found broken. The inner copper wire was exposed. There was no patient involvement.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.